Event description:
It was reported that the customer had a loss of their appetite, and they were on a new stomach acid medication, and they did not have the correct insulin dose set up on the pump. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. The customer consumed carbohydrates to address bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.